Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-adapters, upn: m365sc9208550, model: sc-9208-55, serial: (B)(4), batch: 7070248.

Event description:
It was reported that the patients adapter had high impedances which led to inadequate stimulation. The patient underwent a revision procedure wherein the adapters were explanted. The explanted adapters were not returned due to facility policy.